Event description:
It was reported to medtronic minimed that the customer¿s insulin pump displayed physical damage, with a crack all over the battery area, causing the battery to lose power. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting confirmed that the damage impacted pump functionality, and the pump was determined to require replacement. The customer was instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1711k was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, cracked retainer ring at the knit line location and a corroded battery tube. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 45.0 received the lowbatteryalert (104) on (B)(6) 2025 23:26:00 after more than 7 days at 22.12 days. Battery cycle 44.0 received the lowbatteryalert (104) on (B)(6) 2025 10:33:00 after more than 7 days at 38.2 days. Battery cycle 43.0 received the lowbatteryalert (104) on (B)(6) 2025 06:44:00 after more than 7 days at 37.13 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file and found 2 sensor error alert on (B)(6) 2025, 2 no delivery alarms on (B)(6) 2025 (during basal), 4 lost sensor alerts on (B)(6) 2025 and 2 lost sensor alerts on (B)(6) 2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly connected with the guardian link 2 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.5 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). Damage- cracked case battery tube confirmed at the back of the pump. Damage-retainer ring damage confirmed (found during visual inspection). The pump passed the functional testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. However, during visual inspection, found moisture damage on the pcba1, moisture damage on the pcba2 and a corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.